Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction of unable to pace the patient was not replicated or confirmed. The customer's multi-function cable was not returned at this time for evaluation. The reported malfunction of the device did not respond to the front panel controls was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6) female, the device was unable to pace and did not respond to the front panel controls. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.